Event description:
The explanted generator and lead were returned. Product analysis is being performed. No additional relevant information has been received to date.

Event description:
Generator analysis was performed. Postburn electrical test results showed that the pcba performed according to functional specifications. No visual anomalies were observed. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Event description:
It was reported that patient was being explanted as the patient no longer used vns and did not like the feel of vns. The patient's lead and generator were removed. It was reported the explanted devices were discarded. No additional relevant information has been received to date.

Event description:
The lead pa was performed. Abraded openings were identified in the outer and the inner silicone tubing. Kinks were observed in the lead. A break (discontinuity) was identified in the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. The positive coil has appearance suggesting that a stress-induced fracture (fatigue) has occurred in at least three stands of the quadfilar coil. Though difficult to state conclusively the identified abraded openings in the outer and the inner silicone tubing may confirm to be a contributing factor to the reported pain allegation. Note that a large portion of the lead assembly (body) including the electrode array section was not returned for analysis, and therefore an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.